Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to contact the customer. After receiving no response, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge lock was broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.